Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and shocking lead displayed shock lead impedances of <20 ohms. It was further reported that the patient has abnormal vascular access. As a result the proximal coil of the lead may be in close proximity to the device case.